Manufacturer narrative:
(B)(4). The device was manufactured june 1, 2015- june 2, 2015. The device was received for evaluation. Visual inspection noted particulate matter in the fluid path. The reported condition was verified. The cause of the particulate matter was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were white floating particles in a small volume intermate device. The device was reportedly compounded with meropenem. There was no patient involvement. No additional information is available.